Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the pancreatic duct for the treatment of pancreatic stones on (B)(6) 2024. It was reported that the electrohydraulic lithotripsy (ehl) probe would not advance through the spyscope working channel and bent at the biopsy channel. This occurred with two different ehl probes. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.